Event description:
On 6/30/89 an aus device was implanted. On 9/21/89 the balloon and pump were revised. On 10/26/89 the pump was revised. On 6/10/91 the cuff was revised. On 6/2/97 the cuff was removed from the pt and replaced due to cuff erosion.